Event description:
Possible ra lead dislodgment, on (B)(6) 2020, or maheshwari's clinic nurse reviewed a carelink transmission and noticed that on the non-magnet report there was some safety pacing in the ventricle. I was made aware of this today by the nurse from the office. They sent me over a copy of the egms and vs/vp marker annotations are present. They are bringing the patient into their office for further evaluation and testing. No complications at this time. Action planned, but not vet taken. 604047541. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).